Event description:
It was reported that the lead impedance warning was triggered. The lead impedances were 309 ohms bipolar and 276 ohms unipolar. Impedance was previously 450ohms. Thresholds have risen from 1.25v-1.5v @0.4ms to 1.75v @0.4ms. The company's technical services consultant (tsc) recommended continuing to monitor for any further changes. It was later reported that impedance values were 242ohms bipolar and 282ohms unipolar. The tsc noted possible lead insulation breakdown. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.